Event description:
Healthcare professional that a patient was injected with juvéderm® volbella¿ xc. The patient was concomitantly injected with radiesse® and botox®. Three days later, the patient experienced an ¿anaphylactic shock.¿ symptoms status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, the healthcare professional described the event as ¿airway closure.¿ the patient attempted to self-treat with 10 puffs of albuterol. This did not help, so the patient visited the ER and was treated with epinephrine. The patient was discharged and not hospitalized. Eight days later, the patient experienced a similar event and self-treated with an epi-pen.